Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was in a disconnected mode due to network failure. A field service engineer arrived on site and checked the unit. The field service engineer reviewed the network settings and connections and found no network activity from the hospital network. Fse advised to inform their site it department to check the network jack to resolve. The system functioned as intended after the field service engineer tested the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es was on disconnected mode and received an error stating patient and order may not be current and showing station was on critical override. This incident resulted in a delay in patient care, but it was confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.